Event description:
It was reported that while attempting to treat a mid lad lesion, that was calcified and 95% stenosed, an unsuccessful attempt was made to cross the lesion. The stent delivery system was pulled back into the guiding catheter (contrary to IFU) and the stent caught on the edge of the guiding catheter, and dislodged. The separated stent was retrieved with a snare wire. The procedure was completed with another company's stent.